Manufacturer narrative:
(B)(4). Investigation summary: two samples were received for evaluation. The needles are connected to a 3ml syringe, they have been used and are contaminated. Visual inspection was performed to each of the samples. One sample has no defect observed. The other sample has a white color foreign matter adhered to the rubber stopper of the syringe. Samples were sent to the lab for ftir analysis . Based on the ftir investigation result. The foreign matter could be a silane (silicone) based material. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: this is the 2nd complaint for lot # 8361850 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that during use a "white rubbery substance" was discovered when drawing insulin with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that a white rubbery substance was sucked into the syringe when she loaded it with insulin from her vial. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8 needle, pn 305110. Product lot # - 8361850. Did issue cause any injury? - no. Did customer require medical intervention? - no.